Manufacturer narrative:
Film evaluation results are: the exact cause and type of the endoleak seen post-implant could not be determined from the films provided. The films at implant confirmed that the devices were implanted in the antegrade direction (via the ascending thoracic), from the lsa to the celiac artery; the patient had a pre-existing right axillary bifemoral bypass graft. The endoleak seen from the films at implant was likely the same endoleak reported post-implant. While it is possible that this was a type iii fabric endoleak, this appeared most likely to have been an acute type IV blush endoleak caused by fabric porosity. The location of the endoleak was across a single (non-overlapping) stent graft within the unopposed taa. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Images during and post-intervention where a stent graft was implanted to resolve the endoleak were not returned. The exact cause of the paraplegia that occurred 28 days after the index procedure and patient death could not be conclusively determined. The paraplegia may have been due to the large amount of stent graft coverage within the thoracic which may have covered vessels supplying the thoracic spinal cord. It is unclear if implanting the devices in the antegrade direction may have contributed to the events. The exact type and cause of the endoleak could not be conclusively determined from the two videos provided. Although a possible type iii fabric endoleak could not be ruled out, it may have been type IV transgraft likely due to heparin used during the procedure or patient condition. It may have been a type iii junctional endoleak likely due to the stent grafts were positioned where the junction of the stent graft were inside the aneurysm sac. The exact cause of the paraplegia that occurred 28 days after the index procedure and patient death could not be conclusively determined. Failure to follow instructions (implanting the devices in the antegrade direction). Exact date of death is unknown.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 62 mm in diameter thoracic aortic aneurysm. It was reported that, two days post index procedure, a CT revealed an unknown endoleak. The endoleak was considered to be a possible type iii fabric endoleak or a possible type IV endoleak. The physician elected to reline the stent graft system with an additional valiant stent graft and the endoleak was resolved. Approximately 28 days after the index procedure, the patient was discharged from the hospital with paraplegia. The patient was sent to hospice care and expired. Per the physician, the cause of the paraplegia was due to the amount coverage of the stent graft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.